Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, due to the user error, omsc assumed that the unexpected load of the cable caused the cable damaged and led to water leakage, which flooded up to the ccd unit, causing the ccd unit to fail and no image.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image of the subject device was not displayed. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated and the ccd unit/camera head had water leakage. There was no report of patient injury associated with the event.